Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that during the procedure, upon the first attempt to retract the needles of the handpiece, it appeared that the "sheaths" did not retract. The procedure was then completed with a new with no complications. No patient injuries were reported and the outcome was uneventful.